Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a 43-year-old female patient who had essure (batch no. 774371) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2009, anxiety, temporomandibular joint syndrome, cholelithiasis and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine prolapse ("uterus prolapse") and bladder disorder ("bladder problems") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, uterine prolapse and uterine leiomyoma had resolved and the bladder disorder outcome was unknown. The reporter considered bladder disorder, menorrhagia, uterine leiomyoma and uterine prolapse to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2013 three coils were noted at bilateral tubal ostia after release. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test: bilateral occlusion. Lot number:774371 manufacturing date:2010-08 expiration date:2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a 43-year-old female patient who had essure (batch no. 774371) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2009, anxiety, temporomandibular joint syndrome, cholelithiasis and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine prolapse ("uterus prolapse") and bladder disorder ("bladder problems") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, uterine prolapse and uterine leiomyoma had resolved and the bladder disorder outcome was unknown. The reporter considered bladder disorder, menorrhagia, uterine leiomyoma and uterine prolapse to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2013 three coils were noted at bilateral tubal ostia after release. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test: bilateral occlusion. Lot number:774371, manufacturing date:2010-08, expiration date:2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine prolapse ("uterus prolapse") and bladder disorder ("bladder problems") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, uterine prolapse and uterine leiomyoma had resolved and the bladder disorder outcome was unknown. The reporter considered bladder disorder, menorrhagia, uterine leiomyoma and uterine prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: date of birth, start and stop date of essure, events heavy menstrual bleeding, bladder problems, uterus prolapse, fibroids added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.